Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.

Event description:
An event involving a plum 360 reported that the continuous infusion pump was infusing at 20.8 ml per hour. During the shift, the staff came because the pump started beeping, and when they tried to reinstall the drip, the display showed that it was delivering at 1 ml per hour. There was patient involvement and no harm/adverse event reported.

Manufacturer narrative:
The equipment is functioning correctly and shows no signs of malfunction.probable cause: incorrect interpretation of the infusion equipment's behavior.